Event description:
It was reported that the patient presented to the clinic with a pocket infection. The affected area appeared swollen, and dehiscence was noted along the suture line. Additionally, the right ventricular (RV) lead was found to have associated vegetation, as identified on chest X-ray examination. The RV lead was sampled for culture to assess the identified vegetation. The reported infection was determined not to be associated with any Abbott product or procedure. Subsequently, the implantable cardioverter defibrillator (ICD) and right ventricular (RV) lead were explanted. The patient was stable throughout.

Manufacturer narrative:
The device was returned and visual screening was acceptable. Device Image download successful or attempted. Interrogation results were normal. A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The cause of infection could not be traced to the device.